Event description:
After the implanted valve's pressure was changed, the patient exhibited symptoms of an enlarged ventricle. The valve was explanted. It is reported that testing of the valve using a water column following explantation found a reading of 22mm h20.